Manufacturer narrative:
Upon completion of the investigation it was also found that the side rail would not latch upright due to a broken spindle.

Event description:
It was reported by repair work order that the brakes could not remain engaged due to damaged cam bracket assembly and worn drive linkage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the brakes could not remain engaged due to damaged cam bracket assembly and worn drive linkage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.